Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the system was slow as the footswitch did not always respond to activate fluoroscopy. The device use of the system is unknown; however, no patient or user harm was reported and the footswitch responded after pressing it 3 to 4 times. The system had reached end of support per december 31, 2024. Hence, no remote or on-site service was provided. Log file analysis shows that user messages were logged, confirming that the system was unable to perform fluoroscopy. No root cause could be identified. On november 19, 2025, the allura xper fd10/10 was dismantled. The system has been replaced by an azurion system. Hence, no further investigation can be carried out. The codes were updated based on the investigation outcome.